Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the access site was attempted using a proglide device with a 6fr sheath after an interventional procedure to implant 4 peripheral stents. Reportedly, a cuff miss occurred. A second proglide device was attempted; however, upon suture removal the knot did not advance to the vessel wall. Reportedly, needle deployment was done correctly without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The difficult to position the knot could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatments appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information received: the access site was the common femoral artery. Reportedly, with the second proglide device that was used, the knot was able to be advanced; however, there was difficulty advancing the knot. The suture with the knot came out when the device was removed from the patient anatomy.